Event description:
It was reported that sparks were observed inside the device. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from technical support and no further information regarding the outcome of the event was specified.